Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was not discovered until after the evaluation was complete and the device was no longer in the as received condition. This symptom was unable to be reproduced or confirmed during evaluation. Evaluation found low fluid numbers which indicates a failing upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. Any patient involvement, injury or medical intervention is unknown.